Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
The customer reportedly received the following results on two nano meters, compared to a professional meter, within 10 minutes: 123 mg/dl (system 1 meter), 131 mg/dl (system 2 meter) and 375 mg/dl (nursing home facility unknown meter). The lot number of the test strips was not provided by the customer. Customer is unsure which vial of strips was used on which of his meters. No adverse event reported. Return of the suspect device was requested for evaluation.